Manufacturer narrative:
(B)(4). This is case where the patient improperly disconnected and reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had disconnected from the set during peritoneal dialysis therapy and then reconnected to the same supplies to try to continue therapy. The patient had left for an appointment and returned and tried to reconnect. The technical services representative reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.